Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 24 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).